Event description:
Information was received from a foreign consumer (for, con) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient had damaged the charging port on their communicator. Actions/interventions taken included that a replacement product was sent. A paid return satchel was provided to the patient with the request for return and instructions. The patient had possession of the device. It was stated that if/when the complaint product was returned, the device would be sent to the us lab for analysis. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 25-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via a company representative. Replacement product was sent to the patient. The patient was in po ssession of the device. A return satchel was provided to the patient with request for return of the device and instructions.